Event description:
It was reported that a continu-flo primary set had damaged tubing. There was no patient involvement as this was noted before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection noted that the tubing of the sets had been sealed by the packaging machine. The reported condition was verified. A CAPA has been opened to address this issue. Sensors have been installed on the packaging machine in order to eliminate this occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.